Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation of the reported issue revealed that there was no system malfunction. Investigation of the case revealed that the root cause was user technique. After consulting the creo product development team, it was determined that the screw diameter appeared to be too large for the pedicle in this specific instance. Other factors including bone density and patient positioning can also attribute to the placement of the screw. For this case, engineering determined that a combination of these factors contributed to the lateral placement of the screw. The cause of the reported issue was traced to user technique.

Event description:
Screws were planned and merged successfully. The left side screw trajectories were medialized to ensure incision for the tlif matched the incision for the screws. Merge scores were 6s and there was not movement when comparing the drr to the fluoroscopy image. The surgeon marked out the left side trajectories but then decided to start on the right side because the l4 right pedicle was the smallest. The surgeon marked out l4 right and then selected l5 right in order to move the arm onto trajectory to mark place of incision. The arm started to move towards the ceiling and to the left. No warnings were on the screen and the drape did not seem to be bunched. The surgeon lifted off the foot pedal to prevent the arm from moving further onto the undesired path. A landmark check was performed and navigation looked accurate. The surgeon selected l5 right again and the arm moved correctly onto trajectory. These events likely occurred between 8:50am and 9:00am. The surgeon placed l4 right then l5 right with mis towers attached. Then he placed l4 left then l5 left without mis towers attached for increased visibility for the tlif. He inserted creo one screws, so the workflow was high speed drill then straight to the screw. One exception was the first screw (l4 right), which he used the high speed drill, drill, tap then screw due to the small size of the pedicle. When confirming the placement of the screws with fluoroscopy, the l4 left screw was lateral in the ap view. The surgeon removed and replaced the screw without use of the robot or navigation.